Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged headache, sleepiness, cough. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found small amounts of dirt contamination in the modem compartment and around the air inlet.a visible imprint of the pollen filter was see in the dirt. An internal visual inspection was completed by the manufacturer. The manufacturer found moderate dust contamination in and on the blower. Power applied to the device using the returned ac power cord, the device powered on and provided airflow. The device's downloaded event log was reviewed by the manufacturer and found five instances error code e-4. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer confirmed dust contamination in the device.